Manufacturer narrative:
This ipg seral number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported experiencing discomfort near the ipg site that radiates to her abdomen when stimulation is on. The pt also reported experiencing irritation near the ipg site due to the way she sits when driving. An sjm representative may meet with the pt to interrogate the system.